Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed system error, out of service, revert to manual CPR error message was confirmed during functional testing and archive data review. The root cause of the error message was due to the brake gap out-of-specification in which is likely attributed to normal wear and tear. The autopulse platform was manufactured in march 2008, and it is over 13 years old, well beyond its expected service life of 5 years. During visual inspection, the platform was examined and found a cracked top cover, front, and bottom enclosures, and bent battery lock, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The top cover, front, and bottom enclosures, and battery lock were replaced to address the physical damage. During initial functional testing, the returned autopulse platform displayed a "system error, out of service, revert to manual CPR" error message, thus confirming the reported complaint. The error was found to be due to the drive train motor brake gap was out-of-specification. The brake gap was cleaned and adjusted to the manufacturing specifications to remedy the error message. During the archive data review, a system error 139 (unable to hold compression position) message was noted around the reported complaint date, thus confirming the reported complaint. However, system error 139 was generated if a platform cannot give optimum CPR, platform stopped compression as intended if it can't provide optimum CPR. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
The autopulse platform (sn (B)(4)) was used without any issue during the call. The platform was powered off to remove the patient from the platform. The patient was successfully transferred to the hospital. Following this, the platform was powered on and the device displayed a "system error, out of service, revert to manual CPR " message. No patient involvement.